Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the indicator lights are staying on. No patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1120033 for keypad. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of indicator lights are staying on was due to the keypad. Unresponsive power button - replaced keypad a review of the device history record for sn (B)(6) was performed from date of manufacture 08/05/2019 to the present date 1/15/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported that the indicator lights are staying on. No patient involvement.